Manufacturer narrative:
(B)(4). S.w version unknown. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged blank display, visit to health care provider and ems dispatched for high bgs and dka found on (B)(6) 2022. Also, on case-2022-00794164, svn#: (B)(4) - customer returned pump for an alleged blank display, visit to health care provider, ems dispatched and was hospitalized for high bgs and dka found on (B)(6) 2022. Pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2022 at 11:45:24.000 and (B)(6) 2022 at 11:45:34.000 according on the error log file. As per global logic analysis (esf#: 3926945), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, found slight corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator¿assembly noted. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Blank display was not confirmed. Unable to verify customer alleged for high bgs and dka. Unable to perform the required testing due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarms due to slight corrosion on the pcba 1 and pcba 2. During visual inspection, slight corrosion was also found on the force sensor noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 1258 mg/dl at the time of the event and a blank screen. The customer's current blood glucose level was 233 mg/dl. The customer was admitted to the hospital for 4 days. The reason for hospitalization was diabetic ketoacidosis (dka), and the hospitalization treatment was a manual injection. Troubleshooting was partially performed and no further details were provided regarding high bg. It was unknown whether the auto mode feature was active at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The customer will discontinue the use of the insulin pump, and it was returned for analysis.

Event description:
Pump was used within 48 hours of the high blood glucose event. Customer used a competitor's sensor, so auto mode was not used. Customer was also treated with insulin drip.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6(hecc,heic) with this report.